Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A certified ophthalmic assistant reported that eight years following an intraocular lens (iol) implant procedure, the patient's iol is now clouded. The lens was exchanged.

Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup in an unknown liquid. One haptic is broken-gusset area. The optic is torn on the edge with a portion removed. There are parallel forceps marks on the anterior and posterior surface near the edge damage. The optic is scratched. There is one large and several smaller areas of damage typical of yag laser. The lens does not appear cloudy. The lens was cleaned with lphse. The optical resolution is acceptable; lens meets specification for focal length equaling a 19.0 diopter. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. The lens did not appear cloudy upon return. The optical resolution is acceptable; lens meets specification for focal length equaling a 19.0 diopter. There is one large and several smaller areas of damage typical of yag laser. (B)(4).